Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver was returned for evaluation. The tip of the driver was found to be broken and was subsequently submitted for fracture analysis. The analysis was performed on the fractured tip of the driver which revealed plastic deformation at the hexlobes and torsional shear markings. This suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium spring loaded screwdriver broke during insertion. No details provided in voicemail. Awaiting additional details from sales rep.

Manufacturer narrative:
Awaiting additional information from sales rep to determine if sample will be returned. A complaint investigation will be performed. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.